Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, omsc could not evaluate the subject device. The subject device was returned to olympus (B)(4) (ofr), ofr evaluated the subject device but could not duplicate the reported phenomenon. In the evaluation, ofr found the distal end was damaged due to a laser shoot and the inside of instrument channel was scratched. The exact cause of the reported phenomenon could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device, the endoscopic image on the monitor became foggy. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.